Event description:
In a journal article, the authors reported a comparison of the visual quality after spherical and aspheric astigmatism type of intraocular lens (iol) implantation. A total of 52 patients (55 eyes) with cataract were divided into two groups: the observation group of 21 patients (23 eyes) received the aspheric iol implantation, and the control group of 31 cases (32 eyes) received the spherical implantation. In this study, postoperative 3-month residual astigmatism was decreased significantly compared with the preoperative residual astigmatism, indicating that aspheric iol can effectively correct corneal astigmatism. No significant difference in postoperative residual astigmatism and expected residual astigmatism, indicating that the iol has strong predictability. The authors reported that after the intraocular lens (iol) were implanted, there was minimal iol rotation for both groups. Additional information has been requested. There are two medical device reports associated with this event. This report is associated with the intraocular lenses implanted in the observation group; a separate medical device report will be filed associated with the intraocular lenses implanted in the control group.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The complaint was opened from a literature report "comparative study on postoperative visual quality after implantation of spherical and aspheric toric iol. No enough information was provided from the account for further investigation. Pei-li h. Comparative study on postoperative visual quality after implantation of spherical and aspheric toric iol. Rec adv ophthalmol, 2013, 33 (12): 1136-1139. Additional information was requested. (B)(4).